Event description:
It was reported that following the implant procedure, the patient experienced left subclavicular-axillary and brachial vein thrombosis with left upper arm swelling. The patient was hospitalized and received medication. The device remains in use. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 407458 lead 2014 (B)(6); 429688 lead 2014 (B)(6). (B)(4).